Event description:
It was reported the pt had low hemoglobin to start. During the procedure to place the excluder bifurcated endoprosthesis, the pt was transfused 4 liters of blood products. The device was deployed successfully without incident. There was no allegation of product deficiency made by the clinician.